Event description:
It was reported that this pacemaker was found to have reverted to a safety mode status. Rhythmcare recommended device replacement. This device was subsequently explanted and expected to be returned. No additional adverse patient effects were reported.

Event description:
It was reported that this pacemaker was found to have reverted to a safety mode status. Rhythmcare recommended device replacement. This device remains in service, but is expected to be replaced in the near future. No adverse patient effects were reported.